Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. (B)(4) / catalog # 1420 / model #: 1420 / expiration date: 2018-08-31. UDI #: asku. Mfg date: 2017-08-31. (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ battery. (B)(4) / catalog #: 1650de / model #: 1650de / expiration date: 2018-07-31. UDI #: asku. Mfg date: 2017-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s friend went to the patient¿s house between 9 and 10am after not getting text or phone response one morning. When the friend walked around the house, they heard an alarm and saw the patient on the floor when they looked through a window. The ambulance and police were called. They are reported to have reconnected the power sources and swapped the batteries between power port 1 and 2. The patient was deceased with their backup controller on the floor near the patient. A preliminary review of the primary controller log files confirmed the reported low flow alarms (with the low flow alarm limit set at 1.0lpm); as well as two vad disconnect alarms, multiple critical battery alarms (involving one of the patient¿s batteries) and multiple controller fault alarms. The site indicated that the coroner and hospital are waiting on further information from the electrical engineers to decide whether the pump will be explanted. An autopsy is planned.

Manufacturer narrative:
Correction h10: this report contains an update to the product event summary to update the formal investigation previously linked in the investigation. The previously reported failure and investigation findings remain unchanged. Manufacturer contact name and details remain unchanged. Product event summary: the controller, battery and pump were returned for evaluation. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Log file analysis revealed that the reported controller was the primary controller used during the reported event. A review of the alarm file revealed that a controller failed alarm and controller fault alarm was logged, followed by a vad disconnect alarm, on (B)(6) 2018 at 04:02:43, 04:02:49 and 04:04:58, respectively. The controller fault and controller failed alarms were indicative of the user interface controller (uic) not properly communicating with the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. In addition to the controller failed/ controller fault alarms, multiple event entries in the event file between 4:14:08 and 4:14:29 were logged. The event entries were due to exceptions caused by the pmc attempting to send heartbeat messages to the uic, the pmc generating heartbeat messages at an irregular interval, and a repeatedly triggered event exception due to an illegal hardware interruption. The interrupts are considered catastrophic exceptions, which result in an immediate reset of the pmc. Additionally, an event indicative of a fatal error in the motor control was logged at 04:14:22. This further indicates that the pmc was unable to perform its normal function. Because of the communication failure between the uic and pmc, the controller was unable to obtain pump parameters between 4:05:05 and 10:20:49. It is probable that the pump was not running during this period due to the constant pmc resets as a result of the recorded exceptions. A controller power up event was logged at 10:25:09, indicating a loss of power to the controller. The controller was without power for one minute and 35 seconds. Prior to the power up event, (B)(6) was connected to power port one and (B)(6) was connected to power port two. After the power up event, the power sources remained the same, but were connected to different power ports. After the controller power up event, the pmc appears to have been operating normally again. The low flow alarm was active, with fifteen low flow alarms logged since (B)(6) 2018 at 10:25:18. Two additional controller power up events were logged at 11:27:23 and 17:18:10. The controller was without power for tem seconds and 27 seconds, respectively. Prior to the loss of power at 17:18:10, (B)(6) was connected to power port one with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two with 21% rsoc. After the controller power up, (B)(6) was connected to power port one with 21% rsoc and no power source was connected to power port two. The single battery on power port one was then left to discharge to 0% rsoc, resulting in critical battery alarms starting at 19:00:26 and controller fault alarms beginning at 19:36:03. The critical battery alarms were the result of the battery being allowed to deplete below 10% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc. From then on, multiple controller power up events occurred, likely due to the depleted battery recovering enough charge to power up the controller, but then depleting again. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event may be attributed to a loss of communication between the controller's uic and pmc. This loss of communication may have been caused by a condition in which hardware interrupts were constantly triggered, resulting in constant pmc resets. The processing of these interrupts most likely prevented the pmc from being able to run the pump and communicate with the uic. A possible root cause of the hardware interrupts can be attributed to a memory corruption. The subsequent loss of power to the controller cleared the corrupted memory causing the pmc resets. The critical battery alarms, controller fault alarms, and subsequent controller power up events may be attributed to the reported troubleshooting process, during which the attached battery was allowed to deplete completely. The low flow alarms may be attributed to patient-related factors during the troubleshooting process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, battery and pump were returned for evaluation. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Internal pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Log file analysis revealed that the reported controller was the primary controller used during the reported event. A review of the alarm file revealed that a controller failed alarm and controller fault alarm was logged, followed by a vad disconnect alarm, on (B)(6) 2018 at 04:02:43, 04:02:49 and 04:04:58, respectively. The controller fault and controller failed alarms were indicative of the user interface controller (uic) not properly communicating with the pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. In addition to the controller failed/ controller fault alarms, multiple event entries in the event file between 4:14:08 and 4:14:29 were logged. The event entries were due to exceptions caused by the pmc attempting to send heartbeat messages to the uic, the pmc generating heartbeat messages at an irregular interval, and a repeatedly triggered event exception due to an illegal hardware interruption. The interrupts are considered catastrophic exceptions, which result in an immediate reset of the pmc. Additionally, an event indicative of a fatal error in the motor control was logged at 04:14:22. This further indicates that the pmc was unable to perform its normal function. Because of the communication failure between the uic and pmc, the controller was unable to obtain pump parameters between 4:05:05 and 10:20:49. It is probable that the pump was not running during this period due to the constant pmc resets as a result of the recorded exceptions. A controller power up event was logged at 10:25:09, indicating a loss of power to the controller. The controller was without power for one minute and 35 seconds. Prior to the power up event, (B)(4) was connected to power port one and (B)(4) was connected to power port two. After the power up event, the power sources remained the same, but were connected to different power ports. After the controller power up event, the pmc appears to have been operating normally again. The low flow alarm was active, with fifteen low flow alarms logged since (B)(6) 2018 at 10:25:18. Two additional controller power up events were logged at 11:27:23 and 17:18:10. The controller was without power for tem seconds and 27 seconds, respectively. Prior to the loss of power at 17:18:10, (B)(4) was connected to power port one with 22% relative state of charge (rsoc) and (B)(4) was connected to power port two with 21% rsoc. After the controller power up, (B)(4) was connected to power port one with 21% rsoc and no power source was connected to power port two. The single battery on power port one was then left to discharge to 0% rsoc, resulting in critical battery alarms starting at 19:00:26 and controller fault alarms beginning at 19:36:03. The critical battery alarms were the result of the battery being allowed to deplete below 10% rsoc. A controller fault alarm will occur if the battery is approaching 0% rsoc. From then on, multiple controller power up events occurred, likely due to the depleted battery recovering enough charge to power up the controller, but then depleting again. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event may be attributed to a loss of communication between the controller's uic and pmc. This loss of communication may have been caused by a condition in which hardware interrupts were constantly triggered, resulting in constant pmc resets. The processing of these interrupts most likely prevented the pmc from being able to run the pump and communicate with the uic. A possible root cause of the hardware interrupts can be attributed to a memory corruption. The subsequent loss of power to the controller cleared the corrupted memory causing the pmc resets. The critical battery alarms, controller fault alarms, and subsequent controller power up events may be attributed to the reported troubleshooting process, during which the attached battery was allowed to deplete completely. The low flow alarms may be attributed to patient-related factors during the troubleshooting process. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. Additional products: controller 2.0, (B)(4): UDI#: (B)(4), device available for evaluation: yes, return date: 05/01/2018, device evaluated by manufacturer: yes. Battery, (B)(4), UDI#: (B)(4), device available for evaluation: yes, return date: 05/01/2018, device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicates there was loss of power to the controller.